Event description:
I had breast augmentation in 1986. They used surgitek mammary implants product no, 26250s lot #41211-86-e. I just had an MRI, and they have found that they have ruptured. I am very worried, I have been doing a lot reading on silicone leaking in the body and lawsuits regarding surgitek. I would appreciate any advice or info that you could give me. Dates of use: 1986 - 2008.